Event description:
It was reported after fixing baseplate with cement, the insert was fixed. The rocking screw was inserted and turned but it was reported the thread was not engaged at all. When the surgeon checked he allegedly found that hole of insert and thread of base plate had dislocated each other.